Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valves during a vitreoretinal procedure. The product was replaced and the procedure was completed without consequences to the patient. A product sample was requested, however, the reporter informed that there is no product sample available.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final lot was identified. A device history record review for the lot was conducted and the product was released in accordance with all product acceptance criteria. The root cause of the report cannot be determined. (B)(4).